Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patients mother reported that when she woke up (january 30th) she was in the 300 mg/dl plus for a blood glucose level and went to school. She was near 400 mg/dl for lunch and the school nurse dosed for her carbs and 1-2 hours later she went back to the nurse's office and her blood glucose readings would only read high (500 mg/dl and over). The school nurse called the mom and had her pick her up from school. She called the endo and was informed to keep correcting through the pod and if that fails to change the pod. The patients mother thought everything was fine with the pod and they were correcting as they should but her daughter started to feel "wonky" so she decided to take her to the emergency room to be seen. She was not admitted but the mother reported that she was given an injection to lower the blood glucose levels manually.